Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : a.2..

Event description:
Patient reported right side rupture, pain, and breast looks "flatter". Patient states there are small "knots" that appear around the breast and they squeezes them and liquid comes out. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture, pain, and breast looks "flatter". Patient states there are small "knots" that appear around the breast and they squeezes them and liquid comes out. Device remains implanted.